Event description:
Evaluation summary: no resistance noted when removing device from the hoop. Hypotube was bent. Initial mandrel movement test with a 0.014" mandrel: resistance felt at distal tip. The stent was not returned with the device. The balloon had been inflated. Negative prep was performed and a continuous flow of bubbles was noted. The inner had separated from the tip at the attach tip bond. The distal tip was slightly damaged.

Manufacturer narrative:
Results: based on the information provided no root cause can be determined. (B)(4).

Event description:
An attempt was made to deploy a driver sprint rx diameter 4mm length 30mm to treat the rca which had 90% stenosis and circumferential calcification. During preparation, the physician had difficulty removing the protective sheath and stylette and eventually removed them using forceps. The device was positioned in the larger lesion and was inflated; however, a balloon rupture was reported at 4 atms. The stent was confirmed to have moved from the target lesion. The physician delivered a balloon catheter, the details of which are unk, into the moved stent and deployed the stent. As the stent was deployed on the proximal side of target lesion, an add'l stent was deployed. The physician then encountered difficulty withdrawing the device post deployment. No health hazard was caused to the pt. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: (based on the info provided, no root cause can be determined).